Event description:
It was reported that post op a routine thyroidectomy procedure, the patient presented with bilateral vocal cord paralysis. The rep was present for the case and the device worked as intended. A nerve monitor was used during the case and the nerve was checked and intact. The surgeon is not saying it is a device issue. The surgeon did ask about the thermal spread of the device which was discussed by the rep. This is not the first time the surgeon used this device, probably the fourth case. The device was discarded. It is unknown what treatment the patient will receive due to the paralysis.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent additional information: on (B)(6) 2013 surgeon did say the patient is about the same. She is able to breathe on her own but has a feeding tube to prevent aspiration. I will get the answers to the other questions later today and will pass them on. On (B)(6) 2013 the patient has regained some use of vocal cords ... Steady progress was the thyroidectomy a total thyroidectomy? Total. How long after the thyroidectomy did the patient present with the vocal cord paralysis? Approx 12 hours. What did the patient present with? Postoperative hoarseness or breathiness. Was the patient diagnosed with laryngeal nerve damage? Yes. Was the patient diagnosed with unilateral vocal fold paralysis? Bilateral. What type of damaged was the patient diagnosed with? The nerves were not transected. There is not a definitive answer as to what caused the damage or injury which nerve was damaged: recurrent laryngeal nerve (rln) - results in a true vocal-fold paresis or paralysis. When diagnosed, did the patient have a fiberoptic laryngoscopy performed? Yes did the patient receive a laryngeal electromyography (emg) to distinguish vocal fold paralysis from injury to the cricoarytenoid joint secondary to intubation. No additionally, both vocal cords were similarly effected on (B)(6) 2013, pt discharged last friday ((B)(6)) and voice coming back stronger every day. Surgeon still unsure what happened and still unwilling to blame the device for this incident.